Manufacturer narrative:
The device was further evaluated by ventec, where the reported issues of it delivering low inspiratory pressure and being unable to maintain set peep (positive end expiratory pressure) were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was delivering low inspiratory pressure and was unable to maintain set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issues.